Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump received critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. The following were noted during visual inspection: no cosmetic damage found on the insulin pump case. Device received with a frozen display with flashing medtronic logo. Reset the insulin pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) due to frozen display anomaly. Unable to download insulin pump's history and trace files using crest/thus due to frozen display anomaly. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within specific range (23.3 milivolts). The motor was tested outside of the device on the stb3 and passed. Swapped the electrical board 1 with a test board and powered up. The problem is still the same. Repeated swapped the electrical board 2 with a test board. The insulin pump was functioned properly. In summary, customer allegation for critical pump error (open book image) alarm was unable to be confirmed due to frozen display (flashing medtronic logo) which occurred. Unable to determine the root cause, problem isolated to electronic assembly on electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image with red cross. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.